Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the system turned off twice after displaying error 86. The surgeon inquired about the safety of continuing the procedure. The tse reviewed the logs and confirmed error 86, indicating an intuitive surgical core power distribution (ipd) fault. The tse informed the surgeon that the error might recur at any time. At the time of the call, the decision to use another system or convert to open surgery had not been made. Later, the customer called to inquire if the field service engineer (fse) was aware and what the estimated time of arrival for repair was. The tse informed the customer that a field service order (fso) had been dispatched as a down and the fse would contact them with the estimated time of arrival. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the issue occurred during a partial nephrectomy, when the surgeon was dissecting the renal pedicle. The surgery was finished with another da vinci system, once the issue occurred, they paused the surgery and waited for the da vinci system that was used on the other operating room (or). There was a delay of approximately 2 hours and 20 minutes (the time for the other surgery using the other da vinci to finish). No additional ports were added. There was no patient harm, adverse outcome, or injury. The patient has not suffered any complications following the issue and prolonged anesthesia.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the redundant power tray assembly for failure analysis investigation. The rpta was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The system started up without any error. Voltage and current monitoring, temp sensors, fan speed sensors was in range. Ran 30 power cycles with this part, all passed. The unit remained on the test system for hours, in normal operation, it performed without any error. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.